Event description:
This lead was implanted on (B)(6) 1996 and was explanted on (B)(6) 2013 due to vegetation. Dr. (B)(6) at (B)(6). Caller was notified by lab staff. Caller thinks the cause of the vegetation and likely infection is a source other than the pacemaker system. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).